Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. Yesterday customer's blood glucose was over 600 mg/dl and customer treated it and customer went to bed, blood glucose was 250 mg/dl and woke up with 267 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.